Event description:
The customer reported obtaining high quality control and patient results for multiple chemistries including creatinine, glucose, cholesterol, ldl cholesterol and phosphorus involving their au480 clinical chemistry analyzer. The results were not released outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman field service engineer (fse) evaluated the au480 clinical chemistry analyzer and identified the mixing bar as defective. The fse replaced the mixing bar to resolve the issue. The fse performed calibration and quality control with passing results. The fse verified the analyzer resumed normal operation. Section a2, a3, a4, and a5: information not provided by (B)(6). The beckman coulter internal identifier is (B)(6).